Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The patient¿s also experienced high blood glucose was 540 mg/dl at the time of the incident. Size of air bubble was 7-10 cm. No rewind with a reservoir in place. No leaks detected. The reservoir was not expected to be returned for analysis.